Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product and ¿malposition with bottoming out and a double bubble. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, white particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product and ¿malposition with bottoming out and a double bubble. Device explanted and replaced.